Event description:
It was reported that the patient with this pacemaker underwent a magnetic resonance imaging (MRI) scan with a non-conditional system. This device subsequently entered into safety mode and the patient experienced pauses in pacing and seizure type activity. The patient planned to undergo a device changeout procedure however, this was delayed due to the patient having an infection with vegetation on the mitral valve that was not suspected to be device related. A temporary pacemaker was placed in the meantime. The following week the patient underwent a replacement procedure, at which it was noted that the pacemaker was saturating the sensing of a non-boston scientific device. This pacemaker has not been received for analysis. No additional adverse patient effects were reported.